Event description:
Baxter reported a loose minicap disconnect cap. Although the patient twisted the minicap firmly, it came off and lead the tip to be contaminated. No injury or medical intervention was reported.